Manufacturer narrative:
The field service engineer checked the system and cleaned the sipper syringe. An instrument check was performed and was within specifications. After the cleaning procedure, the analyzer runs without any issues. The investigation determined the issue was resolved by the service actions. (B)(6).

Event description:
The initial reporter stated that they received discrepant results for six patient samples tested with the elecsys cea assay and one patient sample tested with the elecsys ca 19-9 immunoassay on a cobas 8000 e 801 module. All samples were initially tested on (B)(6) 2019 and repeated on (B)(6) 2019. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first patient sample initially resulted with a cea value of < 0.3 ug/l, which repeated as 2.3 ug/l. The second patient sample initially resulted with a cea value of 0.9 ug/l, which repeated as 20.4 ug/l. The third patient sample initially resulted with a cea value of < 0.3 ug/l, which repeated as 1.2 ug/l. The fourth patient sample initially resulted with a cea value of 0.4 ug/l, which repeated as 9.8 ug/l. The fifth patient sample initially resulted with a cea value of < 0.3 ug/l, which repeated as 2.9 ug/l. The sixth patient sample initially resulted with a cea value of 3.4 ug/l, which repeated as 79.6 ug/l. The seventh patient sample initially resulted with a ca 19-9 value of 362.0 ku/l, which repeated as 9155.0 ku/l.